Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the instrument did not fire, the cartridge disengaged, and the device broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.